Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) guided the customer through performing a hard reboot of the station. After the reboot, the station successfully returned to normal operational status. The issue was resolved, and the customer confirmed that the functionality was restored. The system functioned as intended after the technical support specialist assisted in troubleshooting the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es froze at carefusion. The customer performed a hard reboot of the station, and it successfully returned to normal operational status. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.